Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered yes to the following survey questions: "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.